Event description:
The patient was undergoing thrombectomy procedure for embolism in the left c2 using the penumbra system. 29,200,000 units of IV-tpa were administered. Reperfusion catheter 054 was placed in target vessel and aspiration was conducted for 6 minutes with use of separator 054 to debulk the clot. 4000-units of heparin were administered. During the procedure, artery dissection occurred which led to subarachnoid hemorrhage. Coil embolization in the ica was performed. The patient expired the following day. Physician's comment: the relationship between the event and the penumbra system is "unknown", but the event is related to the procedure.

Manufacturer narrative:
Conclusion: hemorrhages are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00504. Device was disposed of by hospital.